Event description:
The user facility reported that after the tubing was connected with the oxygenator involved, the pump and priming system was turned on. It was then found that the blood was not flowing into the oxygenator filter as usual. The nurse suspected the filter was obstructed. Another tubing pack and oxygenator were used and the whole system was reconnected. The event occurred pre-treatment. There was no patient involvement. The procedure was completed successfully. The patient was not harmed.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - unknown. PMA/510(k): k130280. The actual device has been returned for evaluation. Visual inspection of the actual sample found no breakage or other visible anomaly in the appearance. Physiological saline solution was flowed into the actual sample by gravity. There were not any blood clots that could result in the obstruction of the oxygenator. The actual sample was cleaned, dried, built into a circuit with tube, and then bovine blood (ht 35%, 37oc) was flowed into the actual sample. As a result, the bovine blood was found flowing out from the oxygenator with no problem. Subsequently, the pressure drop was measured while the bovine blood was circulated at the maximum flow rate of 1.5 l/min. The test result was confirmed to meet the specifications. No blockage or other anomalies were observed in the channel. After that, physiological saline solution was flowed into the blood channel. No formation of blood clots was observed. A review of the manufacturing record and the product-release judgement record of the involved product/lot number combination confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. The reported obstruction of the oxygenator was not reproduced during the investigation. In addition, no anomaly was observed during the circulation test. As a cause of occurrence, it was presumed that blood clots formed due to some factors during blood priming, however, the cause of occurrence could not be clarified from the results of investigation. Relevant IFU reference: "adequate heparinization of the blood is required considering patient condition and perfusion technique to prevent it from clotting in the system." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).